Event description:
Information was received indicating that while in use of a smiths medical cadd administration set, an air alarm occurred without visible air within the system. No patient consequences were reported. No adverse effects were reported.